Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that post fall, patient's leads had migrated. X-ray imaging was able to confirm lead migration. As a result, surgical intervention was undertaken on 06jun2024 wherein, both leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.